Manufacturer narrative:
The following devices were also listed in this report: unknown 56mm tritanium shell; cat# unknown; lot# unknown; unknown biolox 36 -2.5 head; cat# unknown; lot# unknown; unknown size 9 femoral stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to pain (causes or contributors not reported to rep). The shell, liner, and head were revised. Stem remained in the patient. Rep obtained the primary operative report, which indicates a postoperative diagnosis of osteonecrosis.